Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product done at this time. Customer disconnect the call. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Unable to send product notification letter as no address on file for customer.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 62 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 130 mg/dl. Customer stated that her meter was reading low when compared to her sister's accucheck meter (comparison results not provided). The customer stated she was feeling lightheaded at the time of the call; customer stated she did not need medical attention at that time. Customer stated she starts to feel lightheaded when her meter reads below 70 mg/dl. Troubleshooting process was unable to be completed during the call as customer became frustrated when attempted to obtain results from meter's memory. Customer stated "just forget it" and disconnected the call. Attempted to call customer back to complete call, customer did not answer. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 05/16/2018 and open vial date was undisclosed. The meter memory was reviewed for previous test result history (date/time not set): (B)(6). Attempted to call customer back to complete call, customer did not answer.